Event description:
It was reported that after meal announcements using the ilet, the customer experienced hypoglycemia with blood glucose values of 44 mg/dl after lunch and 55 mg/dl after dinner, and no adverse effects requiring medical or third-party assistance were reported; additional training was assigned and further information was requested from the customer to clarify circumstances. Symptoms included hypoglycemia. Outcomes included no alarms reported and no medical evaluation or hospitalization. Investigation included review of available device reports and logs and attempts to contact the family for a blood glucose questionnaire. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information, with no device malfunction or alert behavior identified and no component issue confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.